Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that stuck pixels and red lines span the lower portion of the pump display screen obstructing the view of the unlock buttons as well as the options and bolus menu. Customer's blood glucose was 138 mg/dl. Reportedly, customer continued to use the pump for insulin therapy,